Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, and the stimulation lead eroded from the chest wound. Physician brought the patient into the operating room, flushed the chest pocket, tucked the stimulation lead beneath the tissue, and closed the incision. Postoperative antibiotics were prescribed.

Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site, and antibiotics were prescribed. Physician brought the patient into the or, placed the ipg in a tyrx pouch, re-sutured the ipg, and closed the incision. A new course of oral antibiotics was prescribed after the procedure was completed.